Event description:
Patient reported an injury, when using heel / elbow gelbodies, size medium, after using the product for 2 weeks, the patient had a very red area on her heel, which required nursing care from a wound care specialist.

Manufacturer narrative:
Further information requested to determine if the incident resulted in serious injury. Have requested that the device be returned for evaluation. At this stage not possible to determine cause.